Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise on the right ventricular (rv) lead. There was also non-sustained ventricular tachycardia episodes due to the noise. The lead noise was reproducible with isometric exercises and when patient is pushing up from their chair. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.